Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v466242, implanted: (B)(6) 2010, product type: lead. (B)(4)

Event description:
The patient reported that she had a loss of therapeutic effect and didn't feel much relief from the device. The patient was having a hida scan because she was having stomach issues and upper right quadrant pain. There was no suspected problem with the device or therapy. The patient was also urinating a lot and her bladder was not emptying fully. The patient never had issues with leakage but retained some urine and didn't know the amounts. The patient would pee a lot in the morning, it would not all come out at once and then she would be ok the rest of the day. The patient did not have a health care provide to see regarding the device because she wasn't even sure if she needed the device. Previously the patient had seen a different hcp then her original one that told her she could turn off her stimulation. The indication for use was urinary dysfunction/sacral nerve stimulation.